Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but did not meet release criteria. The closure device was fully recaptured and the procedure was ended. Post procedure the physician noted that the patient had a pericardial effusion. There was no treatment performed for the effusion the patient was just monitored. The patient was doing fine following these events.